Event description:
It was reported that the user experienced sustained hyperglycemia with intermittent lows while using the ilet, with high alerts present and blood glucose out of range for most of the day despite a full supply change; the user subsequently administered 16 units of lyumjev via pen and glucose returned to range, and additional training was assigned to support proper use. Symptoms included dry mouth. Outcomes included transient hyperglycemia and hypoglycemia without outside assistance or medical intervention. Investigation included review of pump logs and user report. Investigation of this case revealed cause unclear, with potential contribution from user behavior such as skipped meals and meal announcements intended to reduce elevated glucose, which can impact glycemic stability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.